Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Blood glucose was not impacted. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that a power source alert occurred resulting in a pump shutdown. At the time of the report, the power source alert had cleared and pump was working as intended.